Manufacturer narrative:
The actual date of death is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿following a smart pump programming error, patient received 1000mg of IV acetaminophen instead of the ordered 175mg (15 mg/kg). The rn hung 1000mg/100ml IV acetaminophen in manufacturer's vial. The pump asked for drug amount, input was 175mg; diluent volume, input was 100ml (total volume in the vial rather than the vtbi 17. 5ml), and weight 11. 4 kg. The rn bypassed a soft alert that read "concentration is below guardrails limit of 9 mg/ml. Proceed?". We have concerns about two parts of this that bd declined to address. Diluent volume in this case is confusing - the rn did hang 100ml. We asked this to be changed to vtbi. More urgently, the concentration is below guardrail limits is a counterintuitive alert. I interviewed several rn's and all believed this warning would result in an under dose to the patient, when in fact it causes overdose. While the language is not incorrect, we would ask for additional clarity around the risks of infusing a low concentration."